Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy rectum, they connected the reload to the device, then the surgeon started the firing, however the firing stopped on the halfway. The display screen showed the excessive force indicator. The procedure was completed with another device. No patient injury.